Event description:
It was reported that "the plate fractured. It was implanted in 2010. The pt had another osteosynthesis and bone graft."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.